Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the failures "plastic distal end cover has foreign objects.", "adhesive on bending section has foreign objects." And "connecting tube has foreign objects." : the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. For the failures " air/water-cylinder (tube) has foreign objects." And " air/water-tube has foreign objects.": the most probable cause of the identified failure is cause traced to failure to follow instruction olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water-cylinder (tube) has foreign objects (white foreign material), air/water-tube has foreign objects (white foreign material), the plastic distal end cover has foreign objects, adhesive on bending section cover has foreign objects, and the connecting tube has foreign objects. There was no patient involvement.